Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a battery failure alarm. There was no patient involvement. The aic was returned for evaluation.

Manufacturer narrative:
The investigation into the automated impella controller (aic) battery cell failure has been completed. Logs confirmed the reported failure. There was a battery failure alarm (transport connection blown missing) and a battery 1 communication failure alarm (smbus communication loss or sda short) due to low pack voltage. The ltpowerdata from the complaint date showed cell imbalance with battery 1 which caused battery pack internal electronics to shut down that battery. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure, a known pattern failure.